Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the handpiece activated without the handpiece buttons being pressed. Biomed also noted that the monopolar receptacle was loose in the chassis. Investigation conclusion: the reported issue was not confirmed. The generator passed the functional test, the monopolar power output test, and the bipolar power output test. There were no failures found and no observation of a loose receptacle during functional testing. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the surgeon reported the plasmablade handpiece would activate without the activation buttons being pressed. There was no surgeon or patient injury reported.